Manufacturer narrative:
If remedial action initiated, check type: corrected remedial action type from recall to notification. List correction/removal reporting number: corrected reporting number from fa-092 to z-1026-1027-2013.

Event description:
An international customer reported an event of "oil fumes smell" emitting from the sterrad nx sterilizer. There was no report of human reaction. A medifix asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: 08/10/2006. Corrected data: parts replaced during service: catalytic converter (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and CAPA. The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (11/2012 through 04/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad systems. The asp field service engineer cleaned the oil mist filter. No parts were returned for further evaluation and the cause was not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
Ni